Event description:
Patient reports a defective battery for the vyalev pump. The patient states that since he received the shipment the one battery charges fully, but when he puts it in the pump, nothing happens. This does not occur with the other battery. Patient states that once he tries putting the battery in and out a couple times, it will eventually work. Patient called the pharmacy to see about getting a battery replacement, but declined when told we would be sending a new pump and 2 batteries. He does not want an entire kit. Patient said he will continue using this the way it is for now. He does have oral medication on hand if needed. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. No additional information was reported. Reported to (B)(6) by: patient/caregiver.